Manufacturer narrative:
The technician found the left head side rail slide bracket is bent. The technician replaced the left head side rail slide bracket to resolve the issue. Based on this info, no further action is required.

Event description:
The account reported the left head side rail will not raise to the latch position. The bed is located in storage at the facility. There was no pt/user injury reported. (B)(4).